Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted without complications, and the patient was discharged home on the same day. On (B)(6) 2022, the patient began experiencing shortness of breath and chest discomfort. On (B)(6) 2022, a computed tomography (CT) scan showed pericardial effusion. On (B)(6) 2022, patient had an electrocardiogram (EKG) and transthoracic echocardiogram (tte) which confirmed pericardial effusion. The width of the pericardial effusion was 15 mm. Patient was prescribed steroid, non-steroid anti-inflammatory indomethacin (indocin), and anti-inflammatory colchicine. The pericardial effusion resolved on (B)(6) 2022.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. An event of chest discomfort, shortness of breath, and moderate pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Subsequent to the previously filed report, additional information was received that during the procedure, the amulet occluder was not retracted into the delivery system. The delivery system used to deploy the amulet occluder was a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient's activated clotting time (act) level was 303 seconds. The patient was administered heparin and protamine during procedure. There was no difficulty deploying or implanting the device. The physician believes that the pericardial effusion may have been caused by the anchors of the amulet occluder. The pericardial effusion was located circumferentially and was moderate, measuring 1.5cm.